Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive and was delayed in responding to presses. There was no reported impact to the customer¿s blood glucose. No additional patient or event information was provided.